Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that towards the end of the posterior spinal surgical procedure, it was observed that the cord was cut by the motor device; and that the wires were exposed but intact. There were no delays to the surgical procedure. The procedure was completed successfully using the same device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device a hole in the cord. It was determined that the cord was cut in two near the hand piece with wires exposed and the flex circuit potting was cracked. It was determined that the cut in the cord and the cord being cut in two was caused by a sharp object coming in contact with the device while the cracked flex circuit potting was due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to misuse and normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.